Event description:
Mom report the pt is having low blood glucose and the keypad is visibly damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specification at the time of release. The pt's mother reports a visibly damaged keypad. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulation and does not constitute an admission on the part of animas of any deficiency in the performance of the device.